Event description:
It was reported to philips that the system would not turn on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed that system does not open. After reviewing log file, fse found there is a malfunction related to host pc. Fse found an issue with a defective host pc. Fse replaced the host pc and hard disk. After the replacement of the host pc and hard disk, the system was returned to use in good working order. The defective part was returned for analysis and there was no failure observed. The codes were updated based on the investigation outcome.